Event description:
It was reported that during the placement of an embolization coil within an aneurysm the implant prematurely detached. The incident details indicate the fellow used jerking hand movements. The coil was retrieved using an intravascular snare. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was received with the implant detached from the delivery pusher. The delivery pusher was not included for eval. The implant coil is stretched and kinked at the distal end. An excel-14 microcatheter was included for eval. The catheter has flat segments at the distal end. The distal tip/end is damaged and ovalized. It has a pinched appearance with the most distal end torn. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed. The root cause of this complaint can not be determined. We can not determine how the microcatheter became damaged. However, it is likely the distal end of the coil became caught in the damaged portion of the microcatheter tip during repositioning.